Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an inoperable display. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, e1, e2, e3, e4, g2, g3, g6, h2, h6, h10, h11. Corrected field: d1 (corrected to revert to blank brand version), d4 (corrected to revert to blank version, catalog#, UDI#).

Event description:
It was reported that during preventive maintenace (pm) performed by a getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) had an inoperable display. There was no patient ivolvement.